Event description:
The patient reportedly experienced intermittency, followed by loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device was performed and the patient was reimplanted with another advanced bionics device.